Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue the medication. Although the order was approved for a quantity of 2, an error appeared stating that no more than 1 could be issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist found that an error message stated that no more than one quantity could be issued. The medication associated with oh13/f/48164 was affected and advised the client to contact the pharmacy to update the quantity on the medication profile to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.